Event description:
On (B)(6) 2012, the reporter contacted animas and stated that on the morning of (B)(6) 2012 at 6:55 am, the patient experienced a blood glucose (bg) value of 423mg/dl with dizziness, blurred vision, felt fatigue and was sweating. It was noted that the pump emitted several occlusion alarms. The patient reportedly made several attempts to connect to the pump throughout the day to address the occlusion issue and was unsuccessful. Customer support (cs) reviewed the pump with the patient. Cs had the patient change out the site/set. The patient denied having site/set issues. Additionally, there were no programming or settings issues noted with the pump. The pump is being returned for additional troubleshooting and the patient is on a back-up plan. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the allegation that the patient and the reporter were having issues with the cartridge, plunger and occlusion alarms. It was noted that the pump emitted several occlusion alarms throughout the day. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. ,

Manufacturer narrative:
The event date was not added. Event date of (B)(6) 2012 was added.

Manufacturer narrative:
Follow-up #1 date of submission 09/05/2012 device evaluation: the retained cartridge was evaluated by product analysis on 08/07/2012 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.